Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that buttons of the insulin pump are not working. The blood glucose reading is 21 mmol/l. The insulin pump will be replaced. Nothing further reported.